Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they spoke to their manufacturer representative (rep) today and they determined the device was interfering with their heart monitor. The patient stated their rep told them to turn off therapy until june 9th until they follow-up. The patient will have their follow-up appointment on june 2nd. The patient was redirected to their healthcare provider (hcp) to further address the issue.